Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the pateint developed an aortic enteric fistula and the stent grafts were explanted in 2003. The main device appeared firmly attached to the aneurysm contents, the two iliac limbs came out easily. Medtronic ave has received the explanted stent graft and its analysis is pending. It was reported that an axillo bi-femoral graft was placed emergently. No additional clinical sequelae were reported and the patient is reported to be alive.